Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous ambulatory peritoneal dialysis (capd) patient passed away due to an unreported cause. It was not reported whether the patient was hospitalized prior to death. It was not reported if capd therapy was ongoing until the time of death. No further information was provided. Additional information was requested but is not available.